Event description:
2008, procedure grade ii spondylolisthesis with fracture of bilateral 4.5 ti rods. Removal of fractured rods. Re- instrumentation with vitallium rods and 2 proximal s1 screws. Iliac crest bone grafting. Spinal stenosis decompression by neurosurgery. Rod in question was a stryker xia 4.5mm by 200 mm length. Ref # 48733200, lot # emf was cut in two pieces and implanted in pt. Both pieces of rod broke. This rod is made of titanium. Diagnosis or reason for use: spondylolisthesis, l5-s1 grade 2 spinal disease.